Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Lot=7824044. DHR reviewed. No anomalies identified. Twenty products manufactured and placed into stock on (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, they cemented in a competitor liner into a competitor cage and just replaced the head with our 14/16 large taper head. This time it dislocated again, so they cemented in a competitor constrained liner and we put another one of our heads in. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.